Event description:
It was reported by the patient that their inflatable penile prosthesis (ipp) is no longer working and they are looking for a new physician to repair or replace it. No further details have been provided to date.